Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that the customer had a hypoglycemic incident and customer's wife had attempted to test the customer, but had obtained an error message. Customer had been sleeping a lot, was sweating and non- responsive. Customer's wife had attempted to test the customer 12 hours before the incident, but obtained an error message. Customer's wife called the paramedics due to the customer's condition and non- responsiveness. Emts tested the customer at 37 mg/dl on their meter. Customer was treated (type not provided). Customer began to feel better within 5-10 minutes of the treatment. Customer is currently fine. Requested return of suspect device and replacement was sent.